Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic for scheduled device check and patient noted numbness and tingling in left digits, especially while lying on left side. The patient also experienced extracardiac stimulation. During interrogation that sensation was reproducible. Physician decided to change left ventricular (lv) lead pacing configuration and output to see if that would help. Physician is not positive the numbness/tingling is related to lv lead, but device programming may potentially decrease the sensation. The lead remains in use. The patient is a participant in the post approval network (pan) cardiac and vascular group (cvg). No further patient complications have been reported as a result of this event.